Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Agent ide study. It was reported that in-stent restenosis occurred. On (B)(6) 2006, a boston scientific stent was implanted to treat the left circumflex artery (lcx). On (B)(6) 2021, the subject presented with unstable angina. Coronary angiography revealed 60% in-stent restenosis at the proximal lcx and the subject was randomized into the agent ide study. The subject was on a prior regiment of aspirin and antiplatelet for greater than or equal to 72 hours at the time of the index procedure. The target lesion was located in the mid left anterior descending artery and was 25mm long with a reference vessel diameter of 3.5mm. The target lesion was pre-dilated using a 3.5mm x 15mm balloon with 0% residual stenosis and timi flow of 3. The lesion was then treated with a 3.5 x 30mm nc quantum apex balloon. The subject was discharged on aspirin and clopidogrel. On (B)(6) 2021, the subject complained of chest pain and was diagnosed with cardiac related chest pain. The subject was hospitalized for further evaluation and was treated with medications. The next day the event was considered recovered/resolved and the subject was discharged on aspirin and clopidogrel. On (B)(6) 2021, the subject expired. No other action was taken to treat the event. The cause of death is unknown and it is unknown if an autopsy was performed.